Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle had 1 green needle in the box. The following information was provided by the initial reporter, translated from german to english: in the box of pcn 320524 (8mm ¿ blue) was 1 green needle (4mm).

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle had 1 green needle in the box. The following information was provided by the initial reporter, translated from german to english: in the box of pcn 320524 (8mm ¿ blue) was 1 green needle (4mm).